Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported that the pump did not work and she had issues with it until her replacement pump. The patient stated they waited until december to replace her pump and she was still in constant pain. The patient also stated there was normal saline in her pump for 3 to 4 years and was placed on oral medications, two fentanyl patches (100 mg), and oxycontin 80 mg a day, and she was still in constant pain. The patient thought it was because they would not increase her medications. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient¿s pump had been filled with saline from (B)(6) 2009 until (B)(6) 2012 and ¿no reason¿ was listed for this. The patient then had a new pump implanted on (B)(6) 2012 due to normal battery depletion.